Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the calcified right coronary artery (rca). A promus premier monorail 3.50x38mm coronary stent system with a guidezilla 145, 5-in-6 guide catheter was advanced to treat the lesion but it could not cross the lesion. During withdrawal the promus premier stent got stuck in the distal end of the guide catheter. The physician removed everything together and used a shorter size stent to complete the procedure. No patient complications were reported and the patient's status was fine.